Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® conformable aaa endoprostheses. When the contralateral leg endoprosthesis was deployed on the left distal side while pushing up, the device landed on the left external iliac artery about 1 cm, resulting unintentional coverage of the left internal iliac artery. Attempts were made to move the device up by using a balloon and a sheath, but they were not successful. The final angiography showed a blood flow into the left internal iliac artery and a slight proximal type I endoleak. The patient was decided to be monitored and the procedure was completed. The physician thought that the device appeared to place on the left common iliac artery based on intraoperative marking. However, it was reported that he might have pushed up the vessel itself while pushing up the device during deployment.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.